Event description:
It was reported that during a lap gastric bypass, during the eighth firing on the stomach the device cut but did not staple. There was a hole in the stomach that had to be hand sewn with an endo stitch to close the opening. There was no bleeding and the surgeon was able to hand sew the hole in the stomach. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. One device will be returned, the reload was discarded.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. In addition the device opened and closed as intended and with no difficulties noted. It should be noted that all instruments are inspected 100% for staple presence by an automated vision system. In addition a sample of the batch is inspected at (B)(4) to ensure the device meets the require specifications prior to shipments. A batch record review was performed and no anomalies were found during the manufacturing process.